Event description:
It was reported, during an implant procedure, high impedances between 2000ohms-2500ohms were observed independent of lead position. Consequently, this lead was removed, and a competitor's lead was used to treat the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): the full lead was returned and analyzed. Visual inspection noted no anomalous conditions in shape or structure. Mechanical inspection revealed dried blood in the distal conductor prevented torque transfer, and therefore, the helix would not extend or function properly. The cause of the electrical issue could not be determined. Primary analysis findings: no anomalies found.